Event description:
Following deployment of the stent, the balloon was deflated and resistance was encountered during removal of the stent delivery system. Upon inspection of the catheter after removal from the pt, the distal portion of the device was found to have separated. The distal segment was located inside the guiding catheter and was removed without issue.